Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the pump appeared to be on the verge of eroding through the scrotum. They explored the patient and found the conceal reservoir had herniated out of its submuscular placement. The physician confirmed that the submuscular placement was done on the original implant. The physician felt like the herniation may have been putting pressure on the pump contributing to the impending erosion. No infection was noted. They placed a new reservoir on the contralateral side with success. The thinned out scrotal wall was excised and closed and the pump was then repositioned on the left side of the scrotum. Connection was made and the incision was closed. Physician did not know why the original reservoir herniated, he remembered it being placed in a good position. The explanted reservoir performed fine and was retained by the hospital. The patient had a successful outcome.